Manufacturer narrative:
Concomitant medical products: product ID: kit svc o2 bi71000529 pendant o2, lot/serial: unknown. A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant buttons are functioning intermittently. There was no patient involvement.